Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Per clinical study: polarx pas py003 it was reported that a polarx fit catheter was selected for use. Post procedure, on october 8, 2025, the patient presented to the emergency department with complaints of chest pain worsened by deep inhalation, along with nausea, fatigue, and malaise. Computed tomography imaging confirmed a left upper lobe pulmonary embolism. The patient was admitted to telemetry and started on heparin therapy. A venous duplex study was negative for deep vein thrombosis. Laboratory tests were also performed. During admission, the patient experienced an episode of atrial fibrillation. In the cardiologist's note dated october 11, 2025, it was stated: "continued paroxysms of atrial fibrillation can be seen in the immediate period following af ablation." The patient was started on multaq and subsequently discharged on the same day with this medication. Device is not expected to be returned as complications occurred post procedure, after the device was discarded. It was further reported that on (B)(6) 2025, post procedure, the patient experienced hospitalization stasis after groin vein access, during which a small thrombus may have developed, potentially causing the pulmonary embolus. No residual deep vein thrombus was identified. Corrective actions were performed during hospitalization. On (B)(6) 2025, the patient received IV heparin, and additional IV heparin administrations occurred on (B)(6) 2025. On (B)(6) 2025, an oral medication adjustment was made with the initiation of multaq (dronedarone).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Per clinical study: polarx pas py003 it was reported that a polarx fit catheter was selected for use. Post procedure, on (B)(6) 2025, the patient presented to the emergency department with complaints of chest pain worsened by deep inhalation, along with nausea, fatigue, and malaise. Computed tomography imaging confirmed a left upper lobe pulmonary embolism. The patient was admitted to telemetry and started on heparin therapy. A venous duplex study was negative for deep vein thrombosis. Laboratory tests were also performed. During admission, the patient experienced an episode of atrial fibrillation. In the cardiologist's note dated (B)(6) 2025, it was stated: "continued paroxysms of atrial fibrillation can be seen in the immediate period following af ablation." The patient was started on multaq and subsequently discharged on the same day with this medication. Device is not expected to be returned as complications occurred post procedure, after the device was discarded.